Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation confirmed that the likely cause of the power switch failure was related to design.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A previous version of the main switch was found and upgrade to the new version required.

Event description:
A user facility reported to olympus that the power button was stuck. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.